Event description:
Patient complained of broken cslp that had been implanted in 1999 to correct a herniated disc and degenerative disc disease. Pt was involved in an automobile accident in 2000 and experienced whiplash pain. X-rays taken at the site of the pain a month later 2000 showed the cslp plate to be broken.